Event description:
It was reported that the insulin pump alarmed during the prime process. Customer woke up with high blood glucose. The blood glucose reading is 519 mg/dl. Customer treated with manual injection. The drive support cap is flush. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with prime alarm during basic occlusion test due to protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked lcd window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.